Manufacturer narrative:
(B)(4). H6 health effect - clinical code - e2010 needle stick/puncture. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2024 . On (B)(6) 2024 , the patient experienced a small pimple at the insertion site. On (B)(6) 2024 , the patient was evaluated at an emergency department and was prescribed doxycycline po bid for 10 days. The patient started the mediation the day of the call and was fine. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.